Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio found the batteries in the monitor were dated 2015 and 2016, and would not hold a charge. The batteries were replaced to resolve the issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device monitor unexpectedly powered off. There was no patient use reported with the event.